Event description:
It was reported that a malfunction occurred on the pump, but no notable events happened prior to the malfunction. Customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact reported. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue without recurrence. Customer was advised to call back if any malfunction code occurs again and confirmed understanding.